Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, organ perforation and fistulae. It was reported that patient underwent mesh removal on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and ams monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh with bso due to grade 4 prolapse, cystocele and rectocele. It was reported that on (B)(6) 2012 a colonoscopy revealed eroded mesh from pelvic floor surgery into the rectum and biopsies were taken. No additional information was provided.

Manufacturer narrative:
.